Manufacturer narrative:
A good faith effort (gfe) was performed to clarify if the speaker produced sound, and no additional details were provided. The bench repair technician (brt) confirmed that the speaker was defective, so the brt replaced the defective speaker. The reported problem was confirmed. The device was operational after replacing the speaker.

Event description:
The customer reported the mx400 patient monitors loudspeaker is defective. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).